Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 164001: 60 items manufactured and released on (B)(6) 2016. Expiration date: (B)(6) 2021. No anomalies found related to the issue. To date, 19 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed because the femoral component was too large limiting the ability to flex, 1 year and 2 months after primary. The femur was explanted and a smaller size sphere was implanted on its place.